Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. Device had moisture damaged at motor. It was unable to verify button unresponsive due to blank display. Device was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he got caught in a rain storm and when arriving at his house, the buttons were not responding. Blood glucose value was 169 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.